Event description:
It was reported that the ventilator generated alarm for high airway pressure when the ventilation mode nava (neurally adjusted ventilatory assist) was used on a pt. (B)(4).

Manufacturer narrative:
(B)(4).